Manufacturer narrative:
Concomitant product: 5076 lead, implanted: (B)(6) 2006. Product event summary: the lead was not returned for analysis. However, performance data was received and analyzed. Analysis of the data indicated the impedance on the rv (right ventricular) pacing lead was beyond the expected upper range. Rv impedance was steady near 400 ohms until (B)(6) 2016 when it increased to >1400 ohms. An rv lead impedance warning was triggered on (B)(6) 2016.

Event description:
It was reported that the right ventricular (rv) lead was exhibiting non-capture and high impedance due to possible fracture. The lead was capped and replaced. No patient complications have been reported as a result of this event.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.